Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an arthroscopy, the peek tip of the healicoil knotless regenesorb anchor broke off when the surgeon pulled the suture through the eyelid with the orange suture retriever. The procedure was completed with a s+n back-up device. No delay was reported, and no patient complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. An analysis of the customer provided image revealed a distal tip that broke off of the device. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found there are requirements for conformance and a certificate of material analysis is required it was determined the device did not contribute to the reported event. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended or inappropriate or excessive force to the device please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.